Event description:
The doctor reports that the implant fractured at the head. The affected tooth position is #30. The doctor confirms that the dental surgical procedure was properly completed with another implant without any negative impact on the patient's health.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned implant identified implant fractured at collar area. Signs of use, damage from the removal process. Zimvie is not responsible for any damage caused during clinician¿s removal of device. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was 'moderate bone density ¿ type ii'. The reported device had been placed on tooth #46 (fdi) for approximately 22 years. The patient was reported to have good oral hygiene. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, improper techniques as well as overloading may lead to device failure. DHR review: DHR review for the lot number (2018100251) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2018100251) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.